Event description:
It was reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to complete troubleshooting during the call and planned to contact technical support again when available.